Event description:
It was later reported that the low voltage alarms were due a driveline fracture and resolved after driveline splicing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the returned heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed external driveline wire damage that could have contributed to the reported pump stop events captured in the submitted log files while the patient was connected to the power module. However, a specific cause for the pump stop events that occurred while the patient was operating on 14 volt batteries could not be conclusively determined through this evaluation. Additionally, a direct correlation between (B)(6) and the reported hypertension could not conclusively be established through this evaluation. A distal end driveline replacement was performed on (B)(6) 2025. Approximately 18¿ of the external portion of the driveline was returned for evaluation. The majority of the driveline was wrapped with an external layer of white rescue tape, and part of the distal portion of the driveline was additionally wrapped in orange tape. Additionally, the outer jacket was missing from the driveline approximately 13.5¿ ¿ 18¿ from the controller connector, leaving the underlying wires visible upon return. This appears to be consistent with the driveline repair. The pins of the controller connector appeared unremarkable. Electrical continuity testing of the replaced portion of driveline was conducted in the condition it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The rescue tape was removed, revealing that the underlying outer jacket was missing approximately 4.5¿ ¿ 11.5¿ from the controller connector. Additionally, the underlying outer jacket had completely separated from the bend relief at approximately 2.5" from the controller connector. The driveline was submerged in a saline bath for hi-pot (high-potential) testing and current leakage was observed on the green wire. Microscopic examination at the location of the short revealed a breach in insulation in the green wire approximately 2¿ from the controller connector. Examination of the remaining wire portions revealed no additional wire damage. Aside from the observed damage on the green wire, no additional areas of current leakage through the insulation of the driveline¿s wires were identified. Although a specific cause could not conclusively be determined, the observed damage to the green wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal shield. If the conductors of the breached green wire contacted the metal braided shield while the system was operating on a grounded power source, a short-to-shield would have resulted, contributing to the pump stop events observed within the submitted log file while the patient was operating on the power module. It should be noted that the observed green wire damage alone would not have resulted in the pump stop events occurring while the patient was operating on 14 volt batteries. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. A, and the heartmate ii patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ and section 8, ¿equipment storage and care¿, of the IFU discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The handbook also addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d9 and h3: a portion of the percutaneous lead was returned for evaluation. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for shortness of breath and hypertension. The site interrogated the log files and 20 "pump off" alarms, 36 "low flow" alarms, 24 "low speed advisories", and 43 "low voltage" advisories were seen. The patient was stable that morning and was placed on an ungrounded cable. Technical services reviewed the log files and multiple low speeds and pumping stopped alarms were seen between 28jul2025 and 29jul2025 while on battery power and on (B)(6) 2025 while connected to wall power. It was recommended that the percutaneous lead should be immobilized to minimize further alarms. The patient was reported to be asymptomatic at the time of the alarms. The driveline was noted to be very damaged from where the driveline exited the patient's body to where it connected to the system controller. The patient had not experienced any significant weight changes. The patient was not sure if the alarms corresponded with movements of their torso as they did not recall alarms at all. X-rays were performed which did not show any significant suspect areas of damage along the driveline. It was difficult to capture good images secondary to the patient's body habitus. On (B)(6) 2025 technical services representatives arrived on site for an external percutaneous lead repair. The percutaneous lead replacement was performed 3 inches from the driveline exit site. No issues were noted following the repair and the patient being placed on an ungrounded cable.